Event description:
Baxter global complaint coordinator reported that a pt gained weight rather than lost weight during a treatment on a system 1000 machine. There were no related alarms that occurred to indicate a problem. It was reported that the pt gained 1.2 kg rather than removing 3.2 kg to 4.1 kg. There was no pt injury or medical associated with this incident. Treatment parameters consisted of a 350 ml/min blood flow rate, 500 ml/min dialysis flow rate, and 4.5 hour treatment time.